Event description:
The customer contact reported the pt received less medication than intended. On an unspecified date and time, the pump was programmed to deliver an unspecified concentration of avastin, with a vtbi (volume to be infused) of 200ml, for a duration of 30 minutes, and the delivery was started. No further programming parameters were provided. It was reported that 25 minutes after the delivery was started the nurse noted that approx 20-25ml had been delivered instead of the delivery being nearly complete. A that time, the nurse reprogrammed the pump to deliver at an unspecified rate and the delivery was completed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.